Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records could not be performed as a valid lot code was not provided and could not be obtained. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. The system offers custom distraction pins that allow dynatran plates to be positioned with the pins still in place to facilitate plate alignment and soft tissue retraction. The dynatran® distraction pin, designed for use with the reliance® c cervical instrumentation set, can be used to facilitate plate placement. The distraction pins (12mm) are designed without a flange so that the plate can be positioned closer to the pins. In this way, the pins can be used as a soft tissue retractor, a visual cue to the midline, and to help stabilize the plate. To use the distraction pins to facilitate plate stabilization, place the distraction pins approximately 6.5mm to 8mm from the end plates. Remove one pin if necessary and rotate the plate around the pin to facilitate alignment. The root cause of the reported event cannot be determined conclusively from the information provided and without device inspection. H3 other text : hospital disposed of device.

Event description:
It was reported that a dynatran distraction pin "deformed" intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.

Event description:
It was reported that a dynatran distraction pin 'deformed' intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.